Manufacturer narrative:
N/a.

Event description:
The following has been reported: fk italy tech services tried to replace the power supply board unfortunately, it wasn't successful. To make sure, fk italy tech services have also tried to replace display to prevent it from causing faulty contact. Again, no success. Fk italy tech services then reassembled the pump's components and even tried to connect it with agilia partner. Once again, unsuccessfully. Fk italy tech services couldn't even connect to try and reset it. Therefore fk italy tech services believe the cpu board is burnt, so it needs replacing, and cannot provide an event log, since it can't connect. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. The history data was able to be extracted with the agilia partner after changing the flexible between the cpu board and the power supply board. The datas embedded in history log were insufficient to confirm the reported event. The reported device was received in brézins for investigation. According to our investigation, nothing was noticed during the external visual check. At first it was impossible to switch on the device. After connecting it to the mains, it went into alarm after 30 minutes with 2 flashing red led. The device could not be connected to partner in this state. After replacing the flexible between the cpu board and the power supply board, the device was back in operation, and it is possible to launch a flowrate test (which is compliant: (B)(4)). Quality control was carried out and found to be compliant with specifications. For this complaint, the technical cause of the reported issue was found to be defective flexible between the cpu board and the power supply board and it is recommended that they be replaced as repairs actions. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: valid. The trend is: normal.